Manufacturer narrative:
Block h6: imdrf device code a04 captures of the reportable investigation finding of stent cover damaged/defective. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent partially deployed. The device was returned with the stent fully covered and undeployed, and it was successfully deployed after functional testing. The investigation concluded that the stent cover damage found on the device was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). In addition, the resistance noticed during functional testing may have contributed to or been associated with the damage observed on the device. It was reported that wallflex biliary stent was used to stop bleeding due to a large sphincterotomy. However, the IFU states, "the wallflex biliary rx fully covered rmv stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures." The IFU was not followed. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: a wallflex biliary stent with its delivery system was returned for analysis. Visual inspection of the device identified the stent was fully covered and undeployed; and it was observed that the stent cover was damaged. Functional testing related to the deployment of the stent, by actuating the delivery system (slide the handle back along the stainless-steel tube) was performed. Resistance was felt, but the stent was successfully deployed. Labeling review: a labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use(IFU)/product label. Risk review: a risk review was completed and confirmed that the event of stent partially deployed were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was attempted to be implanted in the bile duct (lower third part) for prophylactic treatment due to a large sphincterotomy performed to stop bleeding during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During procedure, it was not possible to release the stent as it failed to expand. When the stent was removed from the patient it was noted to be partially deployed. The procedure was completed using another of the same device. There is no patient complications reported as a result of the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex biliary stent was used to stop bleeding due to a large sphincterotomy. The IFU states, "the wallflex biliary rx fully covered rmv stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures." The stent is not intended to stop bleeding. Note: this event has been deemed reportable based on the investigation finding that the stent cover was damaged. Please see block h11 for full investigation details.